Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. E: no information provided for phone number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one of the pumps had malfunctioned and was beeping. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Customer reported that one of the pumps had malfunctioned and was beeping. Serial number was not provided to review previous repairs. Unable to confirm complaint as no device was returned. If the product is returned, this complaint will be reopened for further investigation. Service history review could not be performed without a serial number. The event history log was not provided.